Event description:
The user facility reported an impella cp was placed for a cardiogenic shock patient in addition to the extracorporeal membrane oxygenation circuit. The pump was placed but the limb became ischemic. The pump was explanted and escalated to an impella 5.5. The limb had become cold and pulse was faint. Additional information was received. The limb ischemia was due to pressors and not the pump. Once the patient arrived to the intenstive care unit and was balanced out, color and pulse came back. The patient was taken for an impella 5.5 upgrade three hours later.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿